Event description:
(B)(4). Injury alleged. Malfunction alleged. Consumer alleges the concentrator started beeping low 02. She said her lips turned purple, her nails turned purple. Medical intervention sought. MDR filed.